Manufacturer narrative:
This pi is a malfunction and not an adverse event as previously reported.

Manufacturer narrative:
Follow-up #2 date of submission 09/08/2016-device evaluation: the cartridge has been returned and evaluated by product analysis on 08/13/2016 with the following findings: evaluation revealed that the battery compartment is cracked on the side from threads to cover. Battery cap was not returned with the pump. New test cap is able to carefully secure to the pump and was used for testing. The bb shows a replace cartridge alarm on (B)(6) 2016 at 19:09; deliveries resumed at 20:00. On (B)(6) 2016 18:32 replace cartridge alarm was recorded; deliveries resumed at 18:45. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the patient had a blood glucose (bg) of 25mmol/l with polyuria and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted that the battery compartment was cracked. This report is being made due to the bg excursion the patient experienced due to an casing issue.